Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and post-reset ram crc alarm. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that they were able to clear the alarm but unable to rewind the insulin pump . The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. The test energizer battery was removed from the battery compartment and the pump was monitored for 10 minutes. The insulin pump powered up properly after insertion of the battery and no unexpected post-reset ram crc alarm were noted. (B)(4).